Event description:
Material no. 320144; batch no. 8135635. It was reported that during use of the bd ultra-fine¿ pen needle there is no insulin flow during injection. When removing a pen needle after injection, the needle at the non patient end broke off and remained in rubber part of pen and was removed with tweezers. Needles were stuck on the insulin pen. The following information was provided by the initial reporter: consumer stated that during injection there was no insulin flow. She does not prime before use because she was never told to. Stated, when removing a pen needle after injection, the needle at non patient end broke off and remained in rubber part of pen. She removed it with tweezers.

Manufacturer narrative:
Investigation: customer returned (2) 4mm, 32g pen needles (1 open without the tear drop label, 1 sealed) from lot # 8135635. Customer states that there is no insulin flow during injection. When removing a pen needle after injection, the needle at the non patient end broke off and remained in rubber part of pen and was removed with tweezers. Needles were stuck on the insulin pen. Both returned pen needles were examined and the open sample exhibited a bent patient and non patient end of the cannula, which could prevent insulin from flowing through the cannula. See attached photos. No broken cannula was observed. The remaining pen needle was examined and no bent cannula or cannula through shield was observed. This sample was also tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). The point exhibited proper geometry, the od was measured as 0.0092¿, and sufficient lube was observed. This sample was also tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent cannula). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (does not attach, broken cannula). User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
Material no. 320144, batch no. 8135635. It was reported that during use of the bd ultra-fine¿ pen needle there is no insulin flow during injection. When removing a pen needle after injection, the needle at the non patient end broke off and remained in rubber part of pen and was removed with tweezers. Needles were stuck on the insulin pen. The following information was provided by the initial reporter: consumer stated that during injection there was no insulin flow. She does not prime before use because she was never told to. Stated, when removing a pen needle after injection, the needle at non patient end broke off and remained in rubber part of pen. She removed it with tweezers.

Manufacturer narrative:
B.3. Date of event: (B)(6) 2019. G.4. Date received by manufacturer: 2019-10-08. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320144 batch no. 8135635. It was reported that during use of the bd ultra-fine¿ pen needle there is no insulin flow during injection. When removing a pen needle after injection, the needle at the non patient end broke off and remained in rubber part of pen and was removed with tweezers. Needles were stuck on the insulin pen. The following information was provided by the initial reporter: consumer stated that during injection there was no insulin flow. She does not prime before use because she was never told to. Stated, when removing a pen needle after injection, the needle at non patient end broke off and remained in rubber part of pen. She removed it with tweezers.